Event description:
On (B) (6) 2010, the home patient (hp) contacted baxter's technical service representative (tsr) regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) unit during initial drain. The tsr assisted the hp to cycle the power off/on twice to clear the alarm. The tsr then assisted the hp to close all of the clamps and remove the set. The tsr then assisted the hp to start over with all new supplies and make sure that all used clamps are open during the priming. Patient line extensions were used but were not connected during priming. The hp stated that the patient line clamp was closed. No patient injury or medical intervention was reported at this time. A follow up was made to the hp was diagnosed with peritonitis manifested by abdominal pain. On (B) (6) 2009, the patient was admitted to the hospital for peritonitis and abdominal pain. On the same date, a peritoneal effluent analysis and culture were performed. The cell count was not available but the peritoneal dialysis (pd) effluent culture was gram negative rod and was klebsiella. On (B) (6) 2009, pd4 ambuflex was discontinued due to the hospital not carrying the homechoice machine. On the same date, the patient started using only pd4 ultra bag (8l/day). After the culture came back, the patient was diagnosed with bacterial peritonitis. The patient was treated with antibiotics in the hospital for the peritonitis and abdominal pain. The cause of the bacterial peritonitis was unknown. In (B) (6) of 2010, while in the hospital, the patient experienced diverticulitis. In (B) (6) of 2010, the patient was also treated with antibiotics for the diverticulitis. The cause of the diverticulitis is unknown. During the second week of (B) (6) 2010, the patient recovered from the bacterial peritonitis and abdominal pain. Per the nurse the diverticulitis is ongoing and is the reason why the patient is still in the hospital. Pd therapy is ongoing. The nurse stated that the bacterial peritonitis, abdominal pain and the diverticulitis were not related to dianeal or to the devices.

Manufacturer narrative:
(B) (4). The device was discarded and therefore not available for evaluation.